Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. No physical damage observed with sensor patch. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to an insertion site infection after the sensor insertion. Customer reported that they experienced bruising, bleeding, and "a big knot on their arm" and were seen by a healthcare provider who provided antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed on the sensor patch and adhesive. Therefore, issue is not confirmed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to an insertion site infection after the sensor insertion. Customer reported that they experienced bruising, bleeding, and "a big knot on their arm" and were seen by a healthcare provider who provided antibiotics for treatment. There was no report of death or permanent impairment associated with this event.